Manufacturer narrative:
Results - product performance engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system was returned with blood on the shaft, balloon, stent and in the guide wire lumen. There was no contrast visible. The stent implant had dislodged proximally from the balloon and was located on the shaft. There were two struts in the first row of proximal struts that were flared. There were four struts in the first row of distal struts and two struts in the first row of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 0.5 mm distal to the distal end of the strain relief tubing. There were multiple bends throughout the entire length of the hypotube. There were no kinks noted to the inner member. There was no other damage noted to the stent delivery system. The tip seal length was measured and met manufacturing criteria. Using a laser micrometer, the stent implant outer diameters were measured with a laser micrometer and were all oversized. Product performance engineering was unable ot complete their investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the patient had an ejection fraction of 27%. The diseased area was the om off of the circumflex artery. At the start of the procedure when a pilot guide wire was put down, the patient needed to be shocked due to the low ejection fraction; however, the case was continued. Predilatation was performed multiple times with a voyager 2.0 x 12 and a 2.5 x 12 balloon catheter. The mini vision 2.5 x 23 would not cross the lesion and when it was removed from the patient, a proximal stent strut was flared. Additional predilatation was performed and the patient remained stable. Next, the mini vision 2.5 x 18 was attempted to cross the lesion; however, it would not cross and when it was removed, the stent had dislodged onto the proximal shaft of the delivery system. Again, additional predilatation was performed and the mini vision 2.5 x 12 crossed the lesion; however, a dissection was then observed. A mini vision 2.5 x 18 was used to treat the dissection. The patient was taken to ICU for observation and was in stable condition. No additional event or patient information is available.